Event description:
On (B) (6) 2010, the lay/user patient contacted lifescan (lfs) alleging that the one touch ping meter has a cracked display. This complaint is classified according to the documentation of the customer care advocate (cca). The product issue began approx one month ago. Reportedly, prior to the onset of the product issue, the pt had symptoms described as "shaking, could not speak properly, and convulsing in wheelchair." The pt stated that he did not receive any treatment that would suggest he had acute complication of diabetes due to the product issue. During troubleshooting, the cca noted that there was no product misuse based on the info the pt provided. This complaint is being reported due to the alleged cracked display issue. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the alleged onset of the product issue. In addition, the pt did not receive any medical intervention due to the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.